Event description:
It was reported that insulin gauge displayed amount different than expected on previous day, with fill estimate showing 60 units instead of expected 230 units and caller not recalling seeing plus sign next to displayed value. There was no reported impact to the customer¿s blood glucose level. Customer resolved issue by reloading same cartridge, declined email with cartridge loading resources, and was advised by technical support to call back for troubleshooting if active fill estimate issue occurred again, which caller acknowledged.